Event description:
During a thoracotomy the xr30g reload was fired and there were no staples in the cartridge. The device was not saved for evaluation. There was no consequence to the pt.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.